Event description:
Reporter alleged obtaining an error message on the aviva system and being unable to test with the system. Reporter stated passing out 10-15 mins later however, was able to call the ambulance using a "first alert necklace." Reporter stated the ambulances measurement was 273 mg/dl however, the emergency medical technicians (emts) did not administer any treatment however, transported him to the hospital. Reporter indicated he was admitted to the hospital overnight and treated with insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.